Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the anchor was not set to the proper position and was almost off of the inserter tip. The surgeon attempted to use the product, but could not, and bent the inserter tip in the process. The surgery was successfully completed with another device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). As per visual and dimensional inspection of the returned product, inserter is bent from attempted use, while the issue of anchor position cannot be confirmed. Drill was conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.